Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Insulin pump passed displacement test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display, no program alarm anomaly alarm, and no audio/beep anomaly noted. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
Customer reported via phone call that the device was making a really loud siren noise. Device alarmed program alarm anomaly alarm then turned off. Customer's blood glucose was unknown. Customer mentioned there was moisture under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.